Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. It was noted that the implantable cardiac defibrillator could not be interrogated and that the telemetry test failed all attempts. Since the device had been implanted for seven and a half years and the physician explanted and replaced the device due to normal elective replacement indicator / end of life. The patient was reported to be stable.